Event description:
It was reported "there was bleeding at puncture site after removing the dilator and the PICC line catheter inserted. It required manual compression for more than three minutes. This compression was insufficient, necessitating the use of a surgicel even with patients not on anticoagulant therapy." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Corrected data: section b.1.-corrected to 'adverse event' only. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "there was bleeding at puncture site after removing the dilator and the PICC line catheter inserted. It required manual compression for more than three minutes. This compression was insufficient, necessitating the use of a surgicel even with patients not on anticoagulant therapy." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.